Event description:
I am a physician who had a patient contact me yesterday concerning his abbott freestyle libre 3 plus device. He noted his numbers were good but he felt poorly. I had him come to my office ( see further explanation below) to examine. He was npo for about 6 hours and his device read 78. A finger stick method was done by me and revealed a reading of 142. He stated since his numbers were very good he had been eating excessively thinking he was fine. Unfortunately, his cgm gave him incorrect numbers and I am quite sure he was close to dka at times explaining his sense of not feeling well. Approximately 3 days prior to this letter I sent a complaint to the FDA concerning my personal experience with 3 abbott libre devices ( 2 of which were sent as replacements from abbott for previously failed devices.) None of the devices were on the recall list that was listed by the FDA. My concern is that some patients with dm may have a life threatening episode of dka since their cgm is giving very low readings and they may not be aware of the situation.